Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that pt underwent a revision due to pain, device breakage, wear and loosening.